Event description:
Treatment of a small unruptured saccular aneurysm measuring 5mm located in the ophthalmic segment of the right ica (internal carotid artery). The aneurysm was previously clipped and had recanalized. Dual anti-platelet therapy was given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, the first pipeline (3.25mm x 14mm) was deployed at the intended location. Upon recapturing the capture coil, the pipeline moved distally. The second pipeline (3.75mm x 16mm) was successfully deployed to fully cover the aneurysm neck. The proximal segment of the second pipeline required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Post angiography showed slow flow into the aneurysm. The patient was discharged from the hospital on (B)(6) 2013. Same event as MDR# 2029214-2013-00986

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the delivery wire was discarded. (B)(4).